Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that on an unknown date on a follow-up CT, a ia endoleak was identified. It was said the endoleak was unresolvable by any other method. The stent graft was explanted form below the supra-renal stents, approximately 66 months post index procedure. As per the physician the cause of the event was anatomy and noted a short aortic neck. No additional clinical sequelae were provided and the patient is fine.